Manufacturer narrative:
The evaluation revealed the trochanteric nail to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The implant was documented as faultless prior to distribution. An inspection was not possible because neither the implant nor x-rays were available. General aspects: one requirement for successful nail treatment is a timely bone healing in order to relive the nail over the progressing time of implantation. In this case the patient had been revised due to non-union of a neck fracture. The location of the neck fracture (medial or lateral) was not specified ¿ thus, it could not be determined if the used nail was suitable for this indication. As no medical records were presented the course of bone healing could not be verified in this case. Non-unions can have several reasons, i.e. Poor fracture reduction, boor bone quality, poor blood supply, bone diseases. Non-unions are listed as adverse effects in the IFU. Based on the given information the case is attributed to patient¿s condition; a relationship to the implant can be excluded because no product deficiency was reported. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified. With given information a deficiency of the device was not verified. Device disposition is unknown.

Event description:
It was reported that during unknown date, an unknown gamma3 short nail was implanted for multiple injury of fracture of a clavicle and the femoral neck fracture. On (B)(6) 2016, surgical treatment again patient was revised to gamma3 long due to nonunion of the femoral neck fracture.